Event description:
Pt underwent a laryngoplasty with a 420010 safe t tube in 2001. On the following day (approx 30 hrs post op) the pt was unable to ventilate. Pt sent to o.r. For emergency trach and cardiac arrest occurred prior to procedure.